Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 35 (fdi) and removed the same day. Device history record (DHR) review was completed for the subject lot number 1228624. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1228624) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Email address was not provided. Premarket identification PMA/510(k) number k011028 and k013227. Product not returned.

Event description:
Doctor reported that during the surgery in tooth location # 35 the mount does not disengage from the implant. Doctor finished the procedure placing other implant.